Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to unknown procedure performed on the patient on unknown date, the outside of the absorbable hemostat package reads 4 in x 8 in; however, after the package was opened, it contained 0.5 in x 2 in. As device was not used in the procedure, there were no patient consequences reported. No further information is available.

Manufacturer narrative:
Medwatch 2210968-2017-70268 is a duplicate of the event reported in medwatch 2210968-2017-70269.